Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe's actuation cutting efficiency decreased during usage during and eye surgery. It is unknown if aspiration of the probe was present at the time of the event. The product was replaced and the procedure was completed without harm to the patient. Additional information and product sample was requested for this event.

Manufacturer narrative:
Additional information: two probe samples were returned for evaluation. The final product lot was identified. A device history record review for the probes lot was conducted. The product was released based on the product¿s acceptance criteria. Sample a: the sample was visually inspected and deemed nonconforming. The needle was bent approximately 5 degrees. An actuation test was performed and deemed nonconforming. A cut test was performed and deemed conforming. The probe was disassembled and the components inspected. There was approximately 20 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. There was some resistance felt when removing the inner cutter from the bent needle. The inner cutter was slightly bent. There were wear marks at the bend area and down the length of the inner cutter. The actuation test was retested after the disassembly and the test was deemed conforming. Sample b: the complaint sample was visually inspected and deemed conforming. An actuation test was performed and deemed nonconforming. A cut test was performed and deemed nonconforming. No cut was present. The probe was disassembled and the components inspected. There was approximately 45 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. There was slight resistance felt when removing needle from the inner cutter. There were wear marks at the bend area and down the length of the inner cuter. The actuation test was retested after the disassembly and the test was deemed conforming. The product evaluation did confirm the both probes did not actuate for the evaluation and one probe did not cut to specification. The actuation of both probes did initially work fine as both probes met or exceeded the typical usage timeframe of less than 20 minutes for the vitrectomy portion of a procedure. The probe that cut for 20 minutes met its cutting specification and the probe that was used for approximately for 45 minutes no longer could maintain its cutting efficiency. The inner cutting of sample b did have a worn cutter edge from the amount of time used for this probe. The actuation of both probes did meet the actuation requirements after the resistance of the inner cutter from its use and bent conditions were removed. (B)(4).